Manufacturer narrative:
(B)(4). A visual examination of the spyscope ds device found that the working channel sleeve extended when received. Moreover, the catheter was found kinked in multiple locations. The distal tip would articulate without issue. The proximal end of the distal cap was aligned to the cap weld. A spybite device was passed through the working channel and resistance was felt at the kinked section. The distal end of the exposed working channel sleeve was tugged; it was not detached from the catheter. There was evidence that heat was applied on the outside of the catheter during manufacturing assembly. Part of the distal end of the catheter was removed to examine the working channel. Further evaluation found that there is evidence of adhesion of the working channel sleeve to the inside of the catheter. The complaint was consistent with the reported event of working channel sleeve protruding. Most likely, the defect was due to some operational or anatomical aspect of the procedure. Therefore, the most probable root cause for the complaint is operational context. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the intrahepatic bile duct during biliary stent placement procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the patient was for endoscopic retrograde biliary drainage (erbd) placement in biliary fistula after a gastrectomy and liver cancer surgery. The spyscope catheter was inserted into the intrahepatic bile duct and the guidewire was advanced through the spyscope ds channel. At this time, it was noticed that the working channel sleeve was protruding and blocked the field of vision. Moreover, the mucous membrane inside the bile duct was noticed to be sticking to the working channel sleeve. Reportedly, no part of the device detached. The procedure was completed with this device and the same guidewire. There were no patient complications reported as a result of this event.